Manufacturer narrative:
The customer reported identifying the issue on an unreported date in the same week as the receipt of this report. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) luer lock-to-oral slip connectors were found to have "little black particles of contamination". This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual nine (9) samples were received for evaluation. Visual inspection, including magnified inspection, was performed which revealed particulate matter for all 9 samples; four (4) samples had foreign matter under the inside sealed packaging area (not touching product), two (2) samples had loose dark foreign matter inside the packaging (not touching product), and two (2) had embedded dark foreign matter. No functional testing was performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.